Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. Top case was chipped by the barrel clamp rail. Power cable was cracked. Error history log review found a motor rate error. The motor rate error was found during occlusion test. The root cause of the reported issue was found to be due to normal wear. The pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced worm gear, motor mount, leadscrew and right and left clutch halves and replaced the teflon washers with the delrin washer. Replaced damaged top case, power ac cable receptacle, battery door and right and left plunger cases. Replaced battery. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.